Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient states he has discontinued use of his spinal cord stimulator in the past several months due to lack of therapeutic benefit. The system was explanted and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.